Manufacturer narrative:
(B)(4). On rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2016 of a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
A sensor (serial number (B)(4)/lot number 5211351) was returned for evaluation a visual inspection was performed and the sensor wire was inserted further in the housing puck than designed for resulting in a shorter exposed wire fragment. The reported event of a broken sensor wire was not confirmed. A root cause could not be determined. It is also unknown if the returned sensor is the complaint sensor.